Manufacturer narrative:
The date in follow up number 001 should have been (B)(6) 2021. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer reporting they are still continuing to fall, once hurting their shoulder and back. With all the falls, the therapists told the patient that their therapy was being extended. The patient reported they were 180lbs at the time of the initial letter asking for weight, but they are now 170lbs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implanted neurostimulator (ins) was turned on for the first time on (B)(6) then on (B)(6) they fell twice within 15 minutes, and then they fell again on (B)(6) the patient stated that it seemed like their feet, legs, and knees would "give out" and then they would fall, which made it difficult for them to get in and out of bed. The patient also mentioned that their back was hurting "real bad," but they did not indicate if the back pain was a result of the falls or if it was an unrelated medical issue. Due to the multiple falls, the patient was seen by a healthcare provider (hcp) who told them that they were falling because the stimulation was set too high. The patient added that the stimulation level at that time was also causing them to be "hyper" and talk faster. As a result, the patient stated that the hcp decreased the stimulation; the patient thinks the hcp decreased stimulation on the right side, specifically. However, the patient stated that they fell again, so the hcp had to decrease stimulation once more. The patient noted that the dbs therapy did stop the shaking in their right side even though they had been falling. However, on (B)(6) the patient noticed that their right side was starting to shake again, specifically their right hand. The patient requested a walk through of how to use the handset and communicator to check therapy status. During the call, the patient confirmed that therapy was on, the ins battery level was ok, and group b was active with the left side at 1.0 and the right side at 1.5.  The patient will be following up with their doctor. Additional information was received from the consumer reporting that after falling a couple times, they were taken to the emergency room (ER). They had the neurostimulator reset. There have been several resets since then. The neurologist is continually monitoring and regulating the stimulator along with the patient. They stated time will tell. Physical therapy and occupational therapy are helping also.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer reporting they are still continuing to fall, once hurting their shoulder and back. With all the falls, the therapists told the patient that their therapy was being extended. The patient reported they were 180lbs at the time of the initial letter asking for weight, but they are now 170lbs.